Manufacturer narrative:
The device was returned and the evaluation found cracked distal cove. Additionally, during testing and inspection of the device the following was observed: negative leak test; reduced angulation; stained and scratched universal cord/video cable. It was necessary to replace affected parts for proper functioning of the equipment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a diagnostic procedure, during device maintenance, it was noted that the duodenovideoscope had a crack on the distal end. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cracked distal end was confirmed. The cause of the cracks were attributed to impact applied to the distal end of device. Olympus will continue to monitor field performance for this device.